Event description:
Pt with narrow uterine cavity underwenty endometrial ablation procedure on 7/04. Pt returned two days post ablation with complaints of abdominal pain. Pt was diagnosed with pelvic inflammatory disease (pid) and possible appendicitis. Hysterectomy and appendectomy were performed. The uterus was normal and no bowel injury was observed. Pt recovered normally and was released from the hospital a few days later. Treating physician suspected that pid may have been pre-existing condition.